Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent unrelated surgery. Thereafter the ipg was unable to communicate with the external devices. Troubleshooting was attempted to no avail. As such, ipg was deemed inoperable. Surgical procedure is pending to address the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced, restoring therapy.